Event description:
It was reported via journal article that deaths occurred. The following event was obtained via a retrospective article following 682 patients who underwent cardiac ablation in conjunction with a left atrial appendage closure procedure. Each patient was implanted with a watchman laa closure device after meeting release criteria. Of the 682 patients, 12 patients experienced pericardial effusion, 3 patients experienced air embolisms, 2 patients experienced thromboembolisms, 3 patients experienced major bleeding events, and 11 patients experienced instances of complications of vascular access. No procedural deaths occurred. Follow-up visits were performed at three- and six-months post-procedure and every six months thereafter. All the patients were on oral anticoagulation for at least three months post-procedure. After approximately 2-4 years of follow-up, new peri-device leaks were detected in 129 patients and device related thrombus was identified in 6 patients. At time unspecified, it was reported that of this cohort, a total of 27 thromboembolisms, 14 major bleedings, and 15 deaths occurred.

Manufacturer narrative:
B2: date of death estimated as (B)(6) 2016 as the article states that the patients were followed from january 2016 - december 2020 and time of death in relation to implant procedure was not specified. B3: event date estimated as (B)(6) 2016 as the article states that the patients were followed from january 2016 - december 2020 literature citation: fei zt, yao pc, qiu jh, et al. Efficacy of left atrial appendage closure and oral anticoagulation after atrial fibrillation catheter ablation. Am j cardiol. 2023;204:312-319. Doi:10.1016/j.amjcard.2023.07.059